Manufacturer narrative:
Device not returned.

Event description:
Reportedly, this device was explanted after approx a 2 yr, 7 month implant duration due to mitral endocarditis and atrial fibrillation.